Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01748. It was reported the patient experiences uncomfortable overstimulation when stimulation is on. The patient is pending an appointment with the surgeon.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01748. The patient was seen by the surgeon and surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01748. One of the patient's leads (device 2) was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01748